Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl and high ketones. Reportedly, the customer was using admelog within their pump supplies. Customer administered a bolus via the pump and drank water to address the issue. Customer was admitted to the hospital and treated with intravenous fluids; nature of fluids was unknown. Customer was discharged 4 days later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy. Tandem technical support advised the customer against using off-label insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.